Event description:
It was reported that after a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that a recoverable error 23023 occurred on the patient side manipulator (psm)3. Tse learned that the user had power cycled the system. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed and found in system logs, error 23023 was confirmed indicating that the patient side manipulator (psm) encountered a cannula power sensor error. Upon visual inspection, no issues were found related to the reported event. The psm was tested on a patient side cart fixture test platform (pftp) and upon start up the unit failed with an error of 1 which is a power fault issue. A golden cannula sensor and cannula switch was aba tested confirming the components solve the cannula power fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Probable root cause can be attributed to the cannula sensor and cannula switch.

Manufacturer narrative:
The probable root cause is attributed to sensor failure from electrical and fiberoptic defect of the cannula sensor and switch of the cannula mount.

Event description:
Refer to h11 for follow-up information.